Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted blood in the guide wire lumen, on the balloon, on the shaft, and on the stent implant, which is consistent with advancement into the body. There was no contrast visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant profile diameters met manufacturing criteria. The hypotube and jacket were separated 13 cm distal to the strain relief tubing. The hypotube fracture face was oval shaped and the jacket was stretched at the separation. There were two kinks in the hypotube 1.3 cm and 2.5 cm distal to the separation. The account was contacted to determine when the shaft separation occurred, but to date, no additional information has been received. Since there was no damage noted during the inspection prior to use, or included in the incident information, the damages to the shaft and subsequent shaft separation most likely occurred during or after the procedural attempts to cross the lesion or as a result of handling, packaging, and shipment back to abbott vascular for analysis. To ensure this type of event is not the result of a product deficiency, all stent delivery systems (sds) are 100% visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. A review of the lot history record for the reported lot did not reveal any non-conforming material records that could have contributed to the reported incident. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for shaft detachment/separation. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous distal right coronary artery, the 3.50x18 rx vision stent delivery system was advanced but could not cross the lesion. The stent delivery system was removed from the anatomy and a non-abbott stent system was used to successfully treat the target lesion. No additional information was provided. Return device analysis revealed that the hypotube and jacket were separated.